Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) was removed for having reached an eri (elective replacement indicator) battery status prematurely. It was further reported that at the replacement procedure, blood was noted on the left ventricular (lv) lead pin.